Event description:
It was reported that during a pump replacement for normal battery depletion the healthcare provider (hcp) was unable to aspirate the catheter after disconnecting from the old pump. The pump connector was replaced; however, hcp was still unable to aspirate the catheter. Pump tube was already primed on the back table, so the pump was connected to the catheter and aspiration via the cap (catheter access port) was attempted but was unsuccessful. It was then decided to bridge the tcv (total catheter volume). Drug delivered via the device was indicated as compounded baclofen old and lioresal as new ((new drug lioresal 2000mcg/ml at 749mcg/day; tcv: 0.155ml, priming bolus: 0.155ml, duration: 14hrs 53min). It was later reported that the hcp observed drip from catheter, but could not aspirate. Patient was lying supine. As of (B)(6) 2012 it was stated that patient was doing well and receiving therapy.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. Replaced pump model: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Catheter: model: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).